Event description:
It was reported that during diagnostic knee arthroscopy, the turbovac 90 was connected to the console and it notified by means of visual and audible alarms that an error 7 occurred and later passed to error 8 without ceasing to sound. No significant delay or other complications were reported. The procedure was completed without the support of radiofrequency. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection of the device showed minimal erosion of the screen/electrodes. The device was connected to a known good controller which displayed an "e7 error". The e8 was also able to be replicated. The device was then connected to the known good controller using a bypass box, which revealed the device performed as intended. Suction line performed as intended. The complaint was verified as the device displayed an e7 error and an e8 error was able to be replicated. The root cause was determined to be reuse of a single device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.